Manufacturer narrative:
Twelve days after the patient was hospitalized for peritonitis, the patient was discharged. At the time of this report, the patient was recovered from peritonitis. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
An automated peritoneal dialysis (apd) patient experienced peritonitis manifested by cloudy peritoneal dialysis (pd), ¿heavy stomach pains, fever, limb pain, and discomfort. The cause of peritonitis was not reported. On the same day as onset, the patient was hospitalized for the event and at the time of this report, the hospitalization was ongoing. Five days after onset, the patient began treatment for the peritonitis with ceftazidime, one gram daily (route of administration was not reported). Twenty three days after onset, the treatment with ceftazidime was discontinued. One day later, the patient began treatment for the peritonitis with vancomycin, one gram daily (route of administration was not reported). At the time of this report, treatment with vancomycin was ongoing, the peritonitis was resolving and the patient was recovering from the event. On an unreported date, physioneal and nutrineal therapies were discontinued (no further detail was provided). No additional information is available.